Event description:
It was reported that the lead dislodged. Upon reopening the pocket the physician noticed blood under the insulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and it was observed that the outer insulation was breached cut. There was blood/body fluid on the proximal conductor and in/on the helix/lobe mechanism. There was apparent explant damage.